Manufacturer narrative:
Pt was randomized into the crush technique. The target lesions were the mid left anterior descending (lad) and second (2nd) diagonal branch. The bifurcation was reported to be type 1a. Lesion #1-1: the target lesion was the mid lad. The lesion was reported to be: vessel diameter of 2.8 mm (rvd), 15 mm in length, not calcified, diffusely diseased, not ostial, and an angle span of 45 degrees -90 degrees. The lesion was not pre-dilated. A cypher select plus 2.75 x 23 mm stent was implanted at 18 atm by direct stenting. A kissing balloon technique was used to post-dilate the stent with a 3.0 x 9mm balloon at 10 atm. The residual stenosis was 0%. The flow pre and post procedure was timi 3. The pt was randomized into the crush technique. The target lesions were the mid left anterior descending (lad) and second (2nd) diagonal branch. The bifurcation was reported to be type 1a. Lesion #1-1: the target lesion was the mid lad. The lesion was reported to be: vessel diameter of 2.8 mm (rvd), 15 mm in length, not calcified , diffusely diseased, not ostial, and an angle span of 45-90. The lesion was not pre-dilated. A cypher select plus 2.75 x 23mm stent was implanted at 18 atm by direct stenting. A kissing balloon technique was used to post-dilate the stent with a 3.0 9mm balloon at 10 atm. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. Lesion#1-2: the target lesion was the 2nd diagonal branch. The lesion was reported to be: vessel diameter of 2.5 mm (rvd), 10 mm in length, not calcified, eccentric, not diffusely diseased, ostial, and an angle span of 45 degrees - 90 degrees. The lesion was not pre-dilated. A cypher select plus 2.25 x 28 mm stent was implanted by direct stenting at 18 atm. The stent was post-dilated with a 2.5 x 20 mm balloon at 12 atm using the kissing balloon technique. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. Three (3) add'l lesion were treated during the index. Three (3) add'l lesions were treated during the index procedure. The lesions were in the left main trunk, the proximal lad, and the right posterior arterio ventricular (r-pav) branch. No procedural details were available. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2007-01876, and #9616099-2007-01877.

Event description:
The report received from the study indicated that the pt had a non-q wave myocardial infarction (mi) after the index procedure. The pt had two (2) cypher stents implanted during the index procedure. The pt was reported to have elevated cardiac enzymes pre-procedure, which is a protocol violation. There was no reported angiographic complication. There was no add'l intervention done due to the reported adverse event (ae). The event was reported to be unrelated to the study devices and had a highly probable relationship to the study procedure. The event outcome was reported to be resolved. The pt was discharged five (5) days after the index procedure.